Event description:
A female patient underwent an elective vascular intervention during which a stent was placed across the carotid bifurcation. No thrombus was observed prior to the intervention, and the patient had ulcerated plaque.the procedure was completed without device malfunction or complications, and the patient was initially stable following the intervention.approximately four days later, the patient developed jaw pain. Imaging demonstrated that the stent was occluded and thrombosed. The jaw pain resolved, and the patient remained asymptomatic.the patient was discharged the following day in stable condition and will continue to be monitored pos-discharge.